Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 4/3 x 11.5mm (xiitp4311) was returned for investigation. Visual evaluation of the as returned product identified bone residue around the external threads due to usage. The device could not be functionally tested for the reported failure/event (perforated sinus). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing condition noted on the per is low bone density type iii. The reported device was being placed on tooth # 4 when the incident occurred. X-ray or picture images were not provided. DHR review for the lot (2019061940) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event after implantation of the device. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019061940) and no similar event or complaint was found. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is placement of implant in a patient with patient factors (e.g. Poor hygiene, low bone density type iii, pre-existing medical conditions) or improper techniques used during placement. The following sections have been updated: b4: date of this report; d4: unique identifier (UDI) number; d4: expiration date; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: device evaluated by manufacturer; h6: entered evaluation codes; h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that during implant (xiitp4311) placement a sinus opening was noted. Implant was removed immediately. Pain was also reported. Tooth location 4.